Event description:
The physician placed a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set. At an unk time after placement, the nurse injected saline through the gastrostomy tube and the pt reported pain. At this time, the physician used an endoscope to verify the position of the tulip tip of the gastrostomy tube inside the pt's stomach. The tulip tip was located in the peritoneum instead of the stomach. Dislodgement of the tube occurred at an unk time. The physician alleged, the tulip tip became dislodged because the tulip tip of this gastrostomy tube is softer than that of gastrostomy devices made available by other mfrs. The gastrostomy tube was removed and a balloon replacement tube was placed. The gastrostomy tube replacement was successful. No additional medical procedures were required due to this occurrence. Other than the reported pain at the time of saline injection through the tube, the pt did not experience any adverse effects.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Tube dislodgement and migration are listed in the instructions for use as potential complications associated with placement and use of a percutaneous endoscopic gastrostomy tube. The instructions for use direct the user to slowly pull the dilating portion of the gastrostomy tube through the abdominal incision. The user is then instructed to bring the tulip tip in contact with the abdominal wall, carefully avoiding excess tension. If excess tension was applied to the gastrostomy tube during placement, this could contribute to migration of the tulip tip into the peritoneum. The instructions for use indicated this tube has been designed for removal using the external/traction method. (The external/traction method includes applying steady traction to the tube until the internal dome emerges through the abdominal wall). Momentary "collapsing" of the internal dome allows the feeding tube to safely exit the pt. To keep the tube in place before it is ready to be removed, the instructions for use instruct the user to slide the bolster over the feeding tube. The instructions for use warn the user that the bolster should rest gently on the skin surface. Excessive traction on the tube may cause movement of the feeding tube from the original placement position. The instructions for use direct the user to note the centimeter marking on the tube that is closest to the bolster and record it on the pt's chart and on the pt info sheet in the pt care manual (the pt care manual enclosed in the kit is intended as a reference for the caregivers of the pt). The instructions of use inform the user that it is essential for the pt care manual to remain with the pt and be explained to all people responsible for the care of the pt. The pt care manual instructs the caregiver to make note of the centimeter marking closest to the top of the external bolster before feeding to confirm the tube is in the proper position. This activity will assist the caregiver in determining if the tube has migrated. If these directions are not followed, this could lead to an undetected tube migration. Prior to distribution, all lots of flow 20 percutaneous endoscopic gastrostomy tubes are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified and this occurrence involves a known potential complication for feeding tube placement. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence. Customer quality assurance will continue to monitor for complaint trends.